Manufacturer narrative:
Additional information d9, h3, h6 : h10:the device was received for evaluation. During functional testing, white screen was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the input/output (I/o board). The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an white screen during testing at the biomedical service department. There was no patient involvement. No additional information is available.